Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock, deploying the anchor. The device is reset to rear lock, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor and collagen. The carrier tube is cut to reveal the tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device contained the anchor, collagen and tamper tube and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there is obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the angio-seal device was inserted into the insertion sheath, at the time when the device/sheath assembly was withdrawn, no tension was felt. When the device/sheath assembly continued to be withdrawn, the angio-seal device fully came out and the tamper tube and suture were not seen. The device was therefore not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Ultrasonography confirmed a bright structure approximately 1 cm in size on the vascular wall distal to the puncture site. The physician indicated that the anchor may have dropped in the artery. The procedure before deploying the device was cerebrovascular treatment. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. The type of procedure preformed was hemostasis. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. No equipment or other devices were used with the angio-seal.